Event description:
Pt was previously implanted with hardware in (B)(6) 2010 and was revised in (B)(6) 2011, where the tulip head dislodged from the left l4 screw and was replaced and removed. Pt experienced the tulip head dislodging from the left l4 screw again. All hardware was explanted on an unk date and the pt was revised to other hardware. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Subject device has been received. The eval process has not yet begun.